Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited a lead safety switch (lss) due to an out of range pacing impedance measurement on the left ventricular (lv) lead. The out of rout of range measurement was increased and the device was reprogrammed. It was also noted the patient felt a stimulation due to the lss and has a history of stimulation. This lv lead remains in service and no additional adverse patient effects were reported.